Event description:
Related manufacturer reference number: (B)(4). It was reported that patient experienced patient experienced undesirable stimulation on the left side of the neck and ineffective therapy. Targeted pain pattern is neck and head pain. X-rays were taken and showed that both leads had ¿flailed¿ a bit at the top and causing nerve aggravation. It was confirmed there was no lead migration. Reprogramming was attempted to no avail. Surgical intervention was undertaken on (B)(4) 2024 wherein both leads were pulled down a bit into a more ideal position. Effective therapy was restored post-op.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Manufacturer narrative:
A patient experienced ineffective therapy and undesirable stimulation on the left side of the neck was reported to abbott. Targeted pain pattern is neck and head pain. X-rays were taken and showed that both leads had ¿flailed¿ a bit at the top and causing nerve aggravation. It was confirmed there was no lead migration. As a result, both leads were pulled down a bit into a more ideal position. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.